Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified regarding the high bg. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing diabetic ketoacidosis (dka) considered dangerous and a blood glucose (bg) level of approximately 600 mg/dl. Suspected cause of dka and elevated bg was food poisoning. Blood work, insulin drip, intravenous fluids, and zofran were administered/performed in the ER. Customer left the ER with high blood pressure and difficulty breathing and was subsequently transferred to the intensive care unit (ICU) to address dka. Insulin drip and intravenous fluids were administered in the ICU. After the customer was released from the hospital (release date not provided), customer attempted to resume pump therapy; however, bg elevated to 442 mg/dl. Customer reverted to manual injections for insulin therapy.